Event description:
It was reported that the rv lead was cut and explanted due to damage caused by clavicle rib crush. The doctor stated that there was no possibility of friction between the bones. No patient complications were reported as a result of this event.